Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department for further investigation. The fse confirmed the reported error by observing the peek tubing twisted and stuck. The fse replaced the tube line to the filter. Customer ran quality controls and all results were within specification and without any errors. The instrument is functioning as intended and was released. No further actions are required by the fse. The tubing was returned for investigation. Visual inspection of the returned part has confirmed the failure of the tubing. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the (B)(6) 2017 through awareness date on the (B)(6) 2018. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual chapter 5 maintenance procedures states the following: filter replacement replace the filter in the following cases. When the filter counter reaches 400 injections. When the pressure is more than what is indicated on the column inspection report + 4 mpa. If the analyzer is not in stand-by state, wait for the assay to end and stand-by to be displayed. You can also change the state to stand-by state by pressing the stop key. Open the door below the display. 3) confirm on the main screen (the second screen) that the sv1 key is open (o). Remove the filter outlet (top) flow line. Turn the top of the filter holder assembly by turning it counterclockwise and remove the filter holder by pulling it straight out. Lightly press the top of the holder to take out the old filter element. Place the new element with great care of surface of filter. The gray colored surface is the outlet (up) side. Firmly tighten the top of the filter holder assembly by hand until no further tightening is possible. Place a lab wipe at the filter holder outlet and run the pump by pressing the key to remove the air inside the element. Check that no more bubbles come from the outlet side, and then press the key to stop the pump. Connect the outlet side flow tube. Press the key again to start the elution buffer delivery. Make sure that the pressure falls within a range less than the original pressure (which is indicated on the column inspection report) + 4 mpa and that there are no leaks from the filter housing components and tube connections. If a leak is found, tighten the assembly further. After installing a new filter, reset (zero) the filter counter on the reagent change screen. Once the filter is tightened it will become deformed and cannot be used again. The most probable cause of the reported issue was due to twisted tubing for line filter. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported being unable to remove or turn the tubing connector attached to the filter tubing on their g8 instrument. Customer need to replace filter line and tubing connector will twist instead of unscrewing causing the filter tubing to be twisted with the possibility of breaking. Customer indicated the instrument is down. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hemoglobin a1c (hba1c) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.